Manufacturer narrative:
The ts-10 automated tube sorter instructions for use, (IFU) provide the following intended use statement in chapter 1: introduction, section 1.1: intended use: "the ts-10 is an automatic sorting system for sorting barcoded sample tubes, delivered in sysmex tube racks." Section 1.2: overview of the system, provides the following information: "the ts-10 receives sample racks with sample tubes from connected transportation units and, depending on the selected configuration, performs the following sorting procedures: sorting of sample tubes in the sorting area for further processing of samples other than the analysis units connected to the ts-10. Sorting of sample tubes in the archive area for storage / archiving outside of the ts-10. Sorting of sample tubes using the buffer area to optimise the filling of racks with sample tubes and passing them on to a transport unit for further analysis on the analysis units connected to the ts-10. The system consists of the following main components: barcode reader to read the sample barcodes ; sorting unit (hand unit / arm unit) · drawers for archiving and sorting area. The device is operated while connected to other transport components: feeder unit for loading racks. Return unit for removal of racks or dissemination of racks to subsequent analysis units. The customer reported the operator worked the night shift and had limited operating knowledge of the ts-10. The customer stated that after hearing a grinding noise from the ts-10 during routine operation, the operator attempted to troubleshoot the issue by leaning into the interior of the ts-10 through the uncovered rear side of the device. The user attempted this while the device was actively operating. During the troubleshooting activity, the mechanical arm of the ts-10 collided onto the operator's head. Please reference excerpt 1 in the file attachments section of this submission to view the image depicting the area of the device where the operator attained the head injury. The automated tube sorter ts-10 IFU, chapter 2 - safety information, section 2.9 - operators, cautions: "the system must only be used by properly trained personnel. In the event that a malfunction of the system occurs, take the measures indicated in the instructions for use. Further resolution should be referred to your sysmex technical representative." Per the customer, the ts-10 rear exterior cover and inner cover were permanently removed by the customer to allow for operator retrieval of dropped sample tubes. Please reference excerpt 2 in the file attachments section of this submission to view the image indicating the rear cover that was removed by the customer. Chapter 2- safety information, section 2.1 - general information, warns the user of the following: "do not operate this instrument with the right, left or rear covers removed. There is a risk of injury from internal moving parts during operation." The customer further reported that the customer site is a reference laboratory, receiving a variety of types of sample tubes which frequently demonstrate multiple affixed sample ID labels or improperly affixed sample ID labels. Per the customer, these factors contribute to double labels, peeling labels and floating labels (labels only partially attached to the sample tube or another label on the sample tube). The customer explained that the condition of the sample ID labels impact ts-10 functionality at their site with sample tubes frequently being dropped into the body of the ts-10, rather than being placed in a sample tube collection tray as intended due to the multiple labels affixed. Chapter 3 - before using the system, section 3.4 - barcode labels, explains how to affix barcode labels to sample tubes to allow for proper functioning of the ts-10. The operator is cautioned: "when attaching barcode labels, pay attention to the points below. Incorrect attachment may cause barcode misreading, sample mix-ups and tube breakage. Attach the label so that the bars of the barcode are horizontal. Do not attach multiple labels. Do not allow the label to become wrinkled. Make sure that the label does not extend past the bottom of the sample tube. Make sure that the barcode label does not peel off the sample tube. Make sure that the labeled sample tubes can be inserted into and removed from the rack with ease. The investigation determined operator error caused the event. The customer removed the rear cover and inner cover of the ts-10 with a tool, and the operator leaned their head and torso into the interior of the ts-10 during active device operation, to perform troubleshooting activities. This is a deviation from normal troubleshooting activities described in IFU. When following IFU directives during routine operation and troubleshooting activities, the mechanical arm is not accessible to the operator, as it is housed in a secured enclosure. Warning statements presented throughout the IFU call attention to important safety and operational information. Non-compliance with this information can compromise the safety features incorporated in the device.

Event description:
On july 13, 2023, a customer in japan reported to sysmex corporation japan (s-corp) a serious operator injury involving the automated tube sorter ts-10, serial number (sn) (B)(6). The injury had occurred on (B)(6) 2023. During troubleshooting activities initiated due to a grinding sound from the ts-10, the mechanical arm of the ts-10 collided onto the operator's head behind the right ear. The user required medical attention, with treatment received including 6 stitches to the injured area. No additional harm was reported.